Event description:
Customer's device =in the 400-500s mg/dl. Customer's spouse gave pt insulin because of the results. Customer had a seizure. At 7:00 am, customer became unconscious and device =500+ mg/dl. Spouse gave pt 12 units of nph and 9 units of regular insulin. At 11:00 am, device = in the 500s and customer's spouse gave pt 5 units of regular insulin. Emergency medical system was called because customer had another seizure. At noon, emergency medical system arrived and their device = 43 mg/dl. Emergency medical system gave customer an IV and took them to the hosp where they remained for 8 days. No controls were used. A request was made for the return product and replacement product was sent.